Manufacturer narrative:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was under responsive. It was reported that the keypad cover was missing/peeling and torn/thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the contrast keypad button was over and under responsive. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a button/keypad issue.

Manufacturer narrative:
Follow-up #2: date of submission 15-jul-2019. Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019. With the following findings: during investigation, there was a blank display at power up with audible and vibrations. The buttons were unable to be tested due to the blank display, so the original complaint was unable to be adequately investigated. There was no damage or peeling to the keypad. The keypad was removed and there was contamination found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.